Event description:
It was reported that during setup on patient, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill alarm. Customer incorrectly hooked the gas line of the catheter directly to the central lumen which caused an autofill alarm on the console. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge fse was sent to investigate the issue. The fse ran functional testing and safety check to factory specifications and was not able to reproduce any failure. Fse noted that the pump needs a safety disk and lithium batteries. The unit was then returned to the customer for use.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11. Corrected data: e3.

Event description:
N/a.